Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the on/off button on the suction pipe detached.

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample was available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. Unfortunately, without a sample we are unable to confirm the reported condition. This unit is brought in from a vendor and only packed at this site. As a result, a supplier notification was sent to the vendor. The multidisciplinary team at the supplier site performed a walkthrough of the assembly process and the process is running according to specifications. Actions were executed after the manufacture of the reported lot at the supplier¿s site. An update of the standard work instruction was made and a change in the solvent dispenser so the solvent level can be seen. At this time a corrective and preventative action (CAPA) is deemed not necessary. Further monitoring will be performed via trending in the scope of post market surveillance. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.